Manufacturer narrative:
A lot history review (lhr) of asdss0131 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdss0131) have been reported from the same facility in (B)(4).

Event description:
It was reported that the anti-reflux valve leaked. The patient had product on her arm. The team had to decontaminate it. It was stated that this event occurred with two patients. This report addresses the first patient.